Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was over 30 mmol/l. The customer delivered insulin to treat their high blood glucose and it went down to 22 mg/dl. However, it went back up again to 26 mmol/l and then the customer treated with a manual injection. The customer was able to go to the main menu after rewinding the insulin pump. In the last 30 days the insulin pump alarmed motor error 3 times. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.